Event description:
When attempting to use the clip applier during a laparoscopic cholecystectomy, the doctor noted that most of the clips being fired were criss-crossing and not appropriately grabbing the tissue.